Manufacturer narrative:
Exemption e2015054. (B)(4). One (1) complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. Patient information confirmed: (B)(6).